Manufacturer narrative:
(B)(4) - swelling occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a repair of a lip laceration on (B)(6) 2013 and suture was used. The patient now has a very swollen lip. Additional information has been requested.